Manufacturer narrative:
The quattro catheter will not be returned for evaluation as it was discarded. Per zoll medical safety assessment, the 19 year-old male was found down at frat party (given by a fraternity), was resuscitated, and hospitalized due to post cardiac arrest condition. The patient underwent therapeutic hypothermia. One quattro catheter was used. No separate catheter used for central line. The patient did not have a significant medical history, negative toxicology screen, clean coronaries, only medication used at home was accutane (treatment of acne). A routine post-arrest echo identified thrombus at the tip of the quattro catheter. It was called an "echogenic mass complete with thrombus". Cardiologist later referred to it as a "catheter related thrombi, no evidence of pulmonary embolism". The patient was treated with heparin. It was noted that there was no leak on the catheter and it was not saved. Lower extremity ultrasound was negative for dvt. Blood thinners rivaroxaban/xarelto (blood thinner, oral factor xa inhibitor) prescribed at discharge for 3 months. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Dvts are common in the general neurosurgical population, as the rates of dvt range from 19 to 50%. The rate of dvt in the patient population receiving ivtm for non-cardiac reasons is 5%. The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high risk patient populations [zoll dvt white paper]. There is no information if dvt prophylaxis was performed in this patient or not. As a conclusion, event is possibly related to the quattro catheter due to relevant timing and location. At the same time, the patient's clinical condition of cardiac arrest made the patient predisposed to thrombogenicity and development of thrombus, as a common complication is such patients. Event was not serious because the patient did not experience any clinical symptoms of dvt and thrombus on the tip of the catheter was a lab finding. Event was probably related to quattro catheter due to relevant location and timing. Event was also probably related to the patient's clinical condition of post-cardiac arrest.

Event description:
On (B)(6) 2018, customer reported that a clot was discovered at the tip of the quattro catheter (lot #unknown). Quattro catheter was placed by an experience physician. The thrombus was first identified as a routine post-arrest echo, it was called an "echogenic mass complete with thrombus". Cardiology later referred to it as a "catheter related thrombi, no evidence of pulmonary embolism". The physicians did a lower extremity ultrasound which was negative for dvt. It was noted that there was no leak on the catheter and it was not saved. The patient was treated with heparin and prescribed blood thinners post discharge.